Event description:
Customer called to report a low blood glucose event. The paramedics were called to treat a blood glucose reading of 24 mg/dl. The paramedics treated customer with insulin via IV. The blood glucose reading increased to 180 mg/dl. The insulin pump has cosmetic damage to the reservoir compartment. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked display window and display window corners, cracked reservoir tube lip, battery tube. And had missing end cap sticker.